Manufacturer narrative:
B2 - outcomes attributed to adverse: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively determined through this evaluation. The patient remains ongoing on lvas, serial number (B)(6), and no further issues have been reported. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction,¿ of this IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document outlines the recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted from (B)(6) 2024 for left-sided perinephritic hematoma. Interventional radiology (ir) embolization was performed, and 2 packed red blood cells (prbc) were given to the patient.